Event description:
The customer reported that the olympus visera elite video system center was not powering on. According to the initial reporter, this event occurred during preparation for a therapeutic endoscopic submucosal dissection procedure. Reportedly, the intended procedure was completed using a secondary device. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The evaluation of the event is still on-going. Should additional relevant information be provided a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to e1: translated reporter name and email. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it was surmised that the cause of the event was due to a faulty main board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.